Event description:
It was reported that during a routine supply change the patient experienced hypoglycemia with a blood glucose of 40 mg/dl after disconnecting from the pump, with no recent physical activity or meal announcement. Symptoms included shakiness without other reported symptoms. Outcomes included on-call support guiding oral carbohydrate treatment with glucose tablets and candy and monitoring until glucose returned to range, with no alerts or alarms reported and no medical intervention or hospitalization. Investigation included complaint review and user troubleshooting and education conducted by support personnel. Investigation of this case revealed that the cause of the hypoglycemia was unclear and no device malfunction was identified based on available information. It was concluded that the event was user-managed with resolution and that no device-related failure could be confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.